Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited alarm every time the latch was closed. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one cadd solis vip pump was returned in used condition. A review of the event history log evidenced the following: (B)(6) 2020 12:54:13 pm info alarm: latch closed. (B)(6) 2020 12:54:13 pm high alarm displayed: cassette not attached properly. The investigator attached a disposable cassette and performed a functional test. The test passed. The customer reported product problem (pump producing cassette not attached properly alarm) was not reproduced during testing. At least 20 attempts were made to duplicate the error. The customer reported error was not duplicated. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced as a preventive measure.